Event description:
This is a spontaneous case report received from a medical doctor in united states on 11-apr-2016. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) lot number a4612 (right side) and a46169 (left side) inserted on (B)(6) 2013 for contraception. At insertion, the first coil (left side) did not expand and was removed. Second coil placed but there is an external and internal part of coil that fractured. It was in 2 segments. The inside part of coil kind of stuck through the side. Ultrasound was performed and physician stated picture looks like this (then he did not say what it looked like). He said he measure the part of coil extending into uterus and it measures 1.3 cm and is split. Internal coil fractures, the little wire that sticks to side of coil. On the right side, no essure device was seen within uterine muscle or in tube. It appears to be next to uterus, entire coil in tube. He thinks one side is in too deep and the other coils is not in far enough. Hysterosalpingogram (hsg) on (B)(6) 2013 showed no spillage but no tubes visualized. Patient seen (B)(6) 2016 with bleeding by np and what he suspects might be adenomyosis. Again by him on (B)(6) 2016. At insertion on (B)(6) 2013 on left side the coil bent and removed. The patient received no treatment and essure was ongoing. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure inserted. During the procedure, there was an external and internal part of coil that fractured in 2 segments (the inside part of coil kind of stuck through the side). An ultrasound was performed (timing not specified) and on the left side the coil was extending into uterus and it measured 1.3 cm; on the right side the entire coil was in tube. The physician believed one side was in too deep and the other coil was not in far enough. Additionally, the patient had bleeding (regarded as genital bleeding). All events are listed in essure's reference safety information, except for device breakage which is unlisted. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician tried to insert a first coil, but it did not expand, also he stated one coil was bent. A second coil was used and it broke in 2 segments. Later, after imagining text physician believed the devices were dislocated. The reported device deployment issue may have been a contributory role in the events. Considering they occurred in close association with essure insertion, causality with the suspect insert cannot be excluded. Regarding patient's bleeding; the physician suspected it could be related to adenomyosis. However, since limited information was provided and as abnormal genital bleeding may occur with essure, a contributory role of the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Follow-up received on 22-jun-2016 - quality-safety evaluation of ptc: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. In this case no product was returned. We conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no valid batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure inserted. During the procedure, there was an external and internal part of coil that fractured in 2 segments (the inside part of coil kind of stuck through the side). An ultrasound was performed (timing not specified) and on the left side the coil was extending into uterus and it measured 1.3 cm; on the right side the entire coil was in tube. The physician believed one side was in too deep and the other coil was not in far enough. Additionally, the patient had bleeding (regarded as genital bleeding). All events are listed in essure's reference safety information, except for device breakage which is unlisted. However according to product investigation is anticipated. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician tried to insert a first coil, but it did not expand, also he stated one coil was bent. A second coil was used and it broke in 2 segments. Later, after imagining text physician believed the devices were dislocated. The reported device deployment issue may have been a contributory role in the events. Considering they occurred in close association with essure insertion, causality with the suspect insert cannot be excluded. Regarding patient's bleeding; the physician suspected it could be related to adenomyosis. However, since limited information was provided and as abnormal genital bleeding may occur with essure, a contributory role of the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be requested.

Manufacturer narrative:
Follow-up from 21-jul-2016: follow-up attempts has been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure inserted. During the procedure, there was an external and internal part of coil that fractured in 2 segments (the inside part of coil kind of stuck through the side). An ultrasound was performed (timing not specified) and on the left side the coil was extending into uterus and it measured 1.3 cm; on the right side the entire coil was in tube. The physician believed one side was in too deep and the other coil was not in far enough. Additionally, the patient had bleeding (regarded as genital bleeding). All events are listed in essure's reference safety information, except for device breakage which is unlisted. However according to product investigation is anticipated. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician tried to insert a first coil, but it did not expand, also he stated one coil was bent. A second coil was used and it broke in 2 segments. Later, after imagining text physician believed the devices were dislocated. The reported device deployment issue may have been a contributory role in the events. Considering they occurred in close association with essure insertion, causality with the suspect insert cannot be excluded. Regarding patient's bleeding; the physician suspected it could be related to adenomyosis. However, since limited information was provided and as abnormal genital bleeding may occur with essure, a contributory role of the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.